Event description:
One touch ultra meter had missing segments in the glucose reading area. Pt had been unable to test for over a week. The last result obtained on meter was 126 mg/dl. Pt reported contacting a medical professional for advice. Pt was advised to carry out normal routine and to call a diabetes educator, if they experienced any symptoms. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, owner's manual and control solution were replaced.